Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. However, the definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): event 1: noise was generated due to breakage of the imaging section, and no image showed up it was confirmed that instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Event 2: noise was generated due to breakage of the circuit board of the video connector section, and no image showed up it was confirmed that instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the flex deflectable videoscope exhibited an image noise and eventually no image was displayed due to damage to the imaging unit and board in the video connector respectively. There were no reports of patient involvement.